Event description:
It was reported to boston scientific corporation that during the procedure, as the nurse split the bottom of three autotome rx sphincterotomes while performing the exchange. Procedure was completed using another autotome rx sphincterotome. There was no reported clinical complication due to this event. Note: this report pertains to the second of three malfunctions occurring during the procedure. Please refer to MFR #'s 3005099803-2008-06944, 3005099803-2008-06945 for other related reports.